Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to deliver a bolus. The buttons on the insulin pump were unresponsive and the customer could not clear the alarm. Customer's blood glucose level was 216 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarm/alerts noted. Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.